Manufacturer narrative:
Approximate age of device - 2 years, 9 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced low speed, low flow and pump stoppage alarms. A log file reviewed by the technical service representative confirmed the low speed/pump stoppage events reported. The events occurred while the patient connected to the power module patient cable. On (B)(6) 2017, the manufacturer¿s technical service representative was onsite for a potential percutaneous lead (driveline) repair. The external portion of the driveline did not show any obvious areas of concern. The x-ray images were viewed onsite and showed a suspicious area internal where the shield was thinning. The patient is listed for transplant so a percutaneous lead (driveline) repair was not performed. The patient will be supported indefinitely with an unshielded cable and battery power.

Manufacturer narrative:
The patient remains ongoing on pump support with the use of external battery power and an ungrounded patient cable for power module support. No further events have been reported. The report of low speed, low flow and pump stoppage alarms was confirmed based on the submitted system controller log file. The log file data reviewed indicated that these events occurred while the lvad system was supported by the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. X-rays of the driveline internal to the patient were reviewed onsite and showed an area of concern with shield breakdown. A replacement of the external portion of the driveline was not performed as the patient is listed for a heart transplant. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.